Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to battery tube power connector not connected properly to electrical board. Insulin pump received with cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that insulin pump had crack on all over. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir able to lock in place when inserted into insulin pump. Customer stated that insulin pump was accidentally dropped. The device will be returned for analysis.